Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. No unexpected numbers ramping or scroll bar moving during testing. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, cracked reservoir tube window, scratched case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 353 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.